Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed catheter connector pins# 1, 2, 3, 14 and 16 were bent/crushed. Smart chip verification indicated the catheter was not used. The reported system notice #50006 issue has been confirmed through testing. The catheter failed the returned product inspection due to a guide wire lumen kink and breach at 0.89 inches proximal from the tip.

Event description:
Information received by medtronic indicated that system notice message 50006 (the safety system has detected blood on the catheter handle, stopped the injection and disabled the vacuum) occurred during a cryoablation procedure. The catheter was replaced and the procedure was completed. No patient complications were reported. Reportable based on analysis completed 01/29/2015.